Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: procedure? - procedure was tapp inguinal hernia repair. Device lot number? - hospital don¿t have lot number as the patient has been discharged and they dispose off the packing material. Did the patient experience a difficulty that required hospitalization or was this put on the synergy form in error. We ask this because there is no supporting data that would warrant a hospitalization . - yes patient was re hospitalized because he felt severe pain with fever. If there was an adverse event include the following: - yes the adverse event which occured was: what did the patient experience? - the patient experience high grade fever with pain. Did the event occur intra-op or post-op? If post-op how long after the procedure did the difficulty occur? - the event occurred approx. Two weeks post operatively. Was the patient rehospitalized? Was medical (medication) or surgical intervention provided? - yes the patient was rehospitalized and reoperated for mesh removal. How is the patient doing today? - the patient is stable now.

Event description:
It was reported that the patient underwent a tapp inguinal hernia repair on unknown date and the mesh was implanted. Two weeks post-operatively, the patient developed high grade fever with severe pain. The patient was re-hospitalized and re-operated for mesh removal. The patient is stable now. Additional information will be requested.